Event description:
The st. Jude rep phoned to report that upon interrogation they received an exception 13 error message. Tech services attempted to eliminate all potential anomalies but none were successful. After consulting with in-house engineers, it was determined that the ICD should be explanted.